Manufacturer narrative:
Analysis ongoing. Hamilton medical ag case number is: (B)(4)

Event description:
The following was reported to hamilton medical ag: "ventilator screen went blank, unable to silence alarms while patient was receiving bipap." Afterwards unit was removed from service and sent to biomed. Findings were as follows from technician: ". Sometimes I can get it to initialize without screen fading away, and then alarming, and when it does come up now I get a self test failure, buzzer failure alarm. But it is still acting the same way, it will turn on start to initialize and screen fades away. I resent the ribbon cables to touch screen etc. Made sure all connections secure. " no patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: "ventilator screen went blank, unable to silence alarms while patient was receiving bipap." Afterwards unit was removed from service and sent to biomed. Findings were as follows from technician: ". Sometimes I can get it to initialize without screen fading away, and then alarming, and when it does come up now I get a self test failure, buzzer failure alarm. But it is still acting the same way, it will turn on start to initialize and screen fades away. I resent the ribbon cables to touch screen etc. Made sure all connections secure. " no patient harm or consequences.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction can lead to a delay in the therapy. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the embedded sys modul board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction can lead to a delay in the therapy. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the embedded sys modul board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "ventilator screen went blank, unable to silence alarms while patient was receiving bipap." Afterwards unit was removed from service and sent to biomed. Findings were as follows from technician: ". Sometimes I can get it to initialize without screen fading away, and then alarming, and when it does come up now I get a self test failure, buzzer failure alarm. But it is still acting the same way, it will turn on start to initialize and screen fades away. I resent the ribbon cables to touch screen etc. Made sure all connections secure. " no patient harm or consequences.